Manufacturer narrative:
The oad was returned to csi. Analysis revealed adhered biological material on the driveshaft proximal to the crown section. The material did not cause any resistance when passing a wire through. The biological material accumulation may be related to the reported complaint, however, cannot be confirmed. No damage or abnormalities were observed with the driveshaft or crown that could have contributed to the perforation or accumulating material. Diagnostic analysis revealed two low speed treatments that ended in a stall event. The root cause of the reported event was unable to be determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for user manual states that a perforation of vessels is a potential adverse event that may occur and/or require intervention with use of the system. Csi ID: (B)(4).

Event description:
During treatment in the distal anterior tibial artery (at) and dorsalis pedis artery (dp), the stealth 360 orbital atherectomy device (oad) made a slipping noise. The oad was in the subintimal space. The oad was removed and tissue was observed on the sheath. Angiographic imaging revealed a perforation of the dp. Balloon tamponade was performed to resolve the perforation. Balloon angioplasty was performed to complete the procedure. The patient was stable.